Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels (lowest of 47 mg/dl). Glucose pills were consumed to treat bg. Reportedly, the customer was receiving too much insulin overnight. The customer consulted with healthcare provider and adjusted the overnight basal settings.